Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm undersensing based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. Moreover, no problem detected was selected based on analysis of the returned product. Analysis found no evidence of lead anomaly outside the bounds of normal medical use.

Event description:
It was reported that this right atrial (ra) lead was explanted due to undersensing. New lead was implanted. No additional adverse patient effects were reported.